Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Slight signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was present in its entirety on the tip. The tip was inspected using microscopy. No evidence of missing silicone insulation was observed. Based on the condition of the device as found, the reported complaint was not confirmed for peeled jaw.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery portion came apart inside the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Cautery portion of the device came apart inside the leg. Part of the device had to be retrieved as it came off inside the patient. No extra incisions were required. No patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery portion came apart inside the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Cautery portion of the device came apart inside the leg. Part of the device had to be retrieved as it came off inside the patient. No extra incisions were required. No patient effects